Event description:
It was reported that during a procedure the laser is not working properly. The resident was lasering, took his foot off the pedal, and the laser stopped emitting energy, but continued indicating lasing across the screen. The screen was not responsive when it was tried to turn the laser off. The emergency red stop button was used, and it did not work to stop the laser. The device was ended up unplugging it from the wall to get it to turn off. The procedure was completed with another device. There was no patient complication.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. According to the information gathered, even though the visual inspection mentions that the lpu was in good condition, the field service engineer states that the lpu was defective and required replacement. Therefore, the reported allegation was confirmed. After the field service engineer performed the replacement of the lpu, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during a procedure the laser is not working properly. The resident was lasering, took his foot off the pedal, and the laser stopped emitting energy, but continued indicating lasing across the screen. The screen was not responsive when it was tried to turn the laser off. The emergency red stop button was used, and it did not work to stop the laser. The device was ended up unplugging it from the wall to get it to turn off. The procedure was completed with another device. There was no patient complication.